Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was not performed due to the power dropping out when connected to charger or download tool. A receiver boot test was performed and passed. Functional tests were not performed due to the power dropping out when connected to charger or download tool. An internal visual inspection was performed and passed. The receiver log was not downloaded for review due to the power dropping out when connected to charger or download tool. The allegation was confirmed. The probable cause was determined to be a defective u15. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Please disregard the h2 type of follow up selection on the initial submission (3004753838-2023-114655: (B)(4)), as this was submitted in error.

Event description:
It was reported that when plugging rcvr to charging components, it turns off, changing light is on but screen is blank. When unplugged, working fine. Data and product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported

Manufacturer narrative:
(B)(4).